Manufacturer narrative:
The hill-rom technician found the beds external alarm with housing inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external alarm with housing to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm is in operable. The bed was located at the account in the bedshop. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).